Event description:
Per information provided: (B)(6) 2001 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of composix mesh (device #1). Per operative notes, ¿the hernia sac was dissected, and a composix mesh (device #1) was placed and sutured." (B)(6) 2006 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of dulex mesh (device #2). Per operative notes, ¿lysis of adhesions was performed. A dual mesh (device #2) was placed and tacked." (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of composix mesh (device #1) and implant of biological mesh. Per operative notes, ¿the mesh (device #1) was found disrupted from the anterior abdominal wall was excised completely and removed. The mesh (device #2) on the right side was found in good position. A biological mesh was placed and sutured." (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of dulex mesh (device #2) and biological mesh. Per operative notes, ¿the hernia sac was reduced. Lysis of adhesions was performed. The mesh (device #2) and biological mesh found disrupted over the defect were dissected and removed." (B)(6) 2009 - patient was diagnosed with multiple recurrent ventral hernias and right sided spigelian hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per operative notes, ¿lysis of adhesions was performed. A bard flat mesh (device #3) was placed to cover all the defect and sutured." Attorney alleges that the patient had adhesions, bowel perforation, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1year 8 months post implant of mesh ¿ dulex, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ dulex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix (device #1) and an additional emdr was submitted to represent the bard flat mesh(device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.